Event description:
It was reported a patient's pacemaker presented with noise. The device was explanted and replaced in a procedure on (B)(6) 2021. Post procedure the patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.